Event description:
New information received notes that a symptomatic patient presented in clinic during follow up with a device that was post-sensed t-wave oversensing on the ventricular lead. The patient received inappropriate hv therapy. Reprogramming the device was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow up, post-sensed t-wave oversensing was observed. Reprogramming of the device was recommended.